Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom and through review of a case presentation: "early sapien 3 ultra failure treated successfully with a tav-in-tav with a evolut pro+ system" presented by dr. Raj chelliah from castle hill hospital: this case involved a 70-year-old patient who underwent an implant of a 26mm sapien 3 ultra valve. The patient presented again almost exactly 1 year later with a 6-week history of sob and increased dialysis requirements. Echo revealed severe left ventricular impairment, peak of 89 mmhg, mean of 48 mmhg and no aortic regurgitation. Tests showed fusion of the non-coronary cusp and right coronary cusp and finally confirmed thickening and fusion of the leaflets. It was decided to perform a tav-in-tav procedure with a non-edwards valve with an adequate pre-dilation. The event was most likely multifactorial: valve recoil with heavy calcification, leaflet dysfunction and renal failure with hemodialysis.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Imagery was provided by the site and the following observations were made: deployed valve appeared to have waist, which was indicating the under expanded valve. Calcified native annulus. The complaints for valve leaflet motion restricted in patient and valve leaflet thickened/halt were confirmed based on the medical record. Since valve serial number was not provided, a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately one-year post-implant, patient presented with breathlessness. On examination via echo, a significant reduction in lv function was observed. A trans-oesophageal echocardiogram (toe) was, then, performed and it was noted that the patient had two leaflets that appear to be stuck together". In addition, patient had history of kidney disease with hemodialysis. The kidney disease is a known factor that may increase the risk of valve calcification leading to early valve degeneration resulting in leaflet thickening. As such, available information suggests that patient factors (kidney disease) may have contributed to the valve leaflet thickened/halt. As reported, a toe was then performed, and "it was noted that the patient has 2 leaflets that appear to be stuck together", and "tests showed fusion of the non-coronary cusp and right coronary cusp and finally confirmed thickening and fusion of the leaflets". In this case, thickened leaflet could lead to improper coaptation of leaflets resulting in leaflet motion restricted or "leaflet stuck" as reported. Additionally, the valve appeared under expanded per provided imagery. The under expanded valve could also contributed to suboptimal coaptation of leaflets resulting in leaflet motion restricted or "leaflet stuck" as reported. As such, available information suggests that patient factors (leaflet thickening) and/or procedural factors (under expanded valve) may have contributed to the valve leaflet motion restricted in patient. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.